Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Email from medwatch form 5186639 regarding a monitoring kit 1 w 03ml flush device for children's hosp. Where an anesthesia technician reported contamination in the a-line tubing chamber. Upon inspecting additional tubing, it was determined that all products associated with the mentioned lot were affected. The impacted products were immediately removed from supply. No patient involvement or harm has been reported at this time.